Event description:
Mom reports she went to give bolus and was unable to unlock pump. Due to patient age, they keep pump locked. Mom noticed about two weeks ago that buttons were intermittently unresponsive, today they no longer work. Reporter denies that there is damage to the keypad. There is no evidence of moisture in the pump. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission: (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately, were functional and had normal spring back or click. The keypad symbols were found to be worn. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.